Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. The patient¿s insertable cardiac monitor (icm) was unable to be interrogated. No intervention was performed. The patient had no adverse consequences.